Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that when trying to interrogate the pacemaker the programmer produced serious programmer problem error and interrogation was not possible. The rep was able to reset the programmer and program the pacemaker to ddd. The device is still in use. No patient complications have been reported as a result of this event.